Event description:
The hospital reported, that while using this device performing an ablation procedure as part of a hysteroscopy, the high frequency cable reportedly sparked and detached at the active cord connector. The procedure was completed with the use of different, but similar cable. There was no patient or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The cable was received detached at the active cord connector section. The cable strands were observed to be twisted and bent, and there was evidence of thermal damage where the wire had separated from the active cord connector. The cause of the user's experience cannot be conclusively determined, however, based upon the condition of the device, user handling likely contributed to the reported event. This report is being filed as an MDR in an abundance of caution.